Event description:
"The patient stated: "after much thought and talking with my dentist I'm looking to get a refund. I have gotten a second opinion on my teeth and they have proposed that the original plan that you have given me was never actually possible without further dental help. On top of this I was told that it would only be a 4 month treatment plan. It has been a total of 17 months that I have been fighting with this. Every time I get told the same thing and the result continues to be the same. I'm tired of being told that it will work and nothing ever does. It is for these reasons I am requesting a full refund."

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.